Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that the customer was hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 40 mg/dl. Customer was driving when he experienced the low, he ran off the road and hit a concrete box converter. Customer was then taken to the hospital and has been experiencing low blood glucose for the past hour. The customer's son did not know when the last set change was performed. The customer was possibly treated with fluids during the ambulance. The customer was not wearing the insulin pump during the hospitalization, and had been of the device for greater than 48 hours. The insulin pump will not be returned for analysis.